Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device previously had 11 years remaining longevity. During the recent device check, device showed 6.5 years remaining longevity. No changes in device use and no atrial arrhythmias observed. Boston scientific technical services (ts) requested data for engineering analysis but the patient has already left. Additional information obtained from the field which indicated that no allegations against the device and the patient will have a normal device follow up. The device remains in service. No adverse patient effects reported.